Manufacturer narrative:
A medtronic representative performed an imaging system check-out. While performing a system check out the medtronic representative found the dingus was dis-positioned which caused the door to not fully open. By repositioning the dingus the gantry door was able to fully open and close. All areas passed. System performed as intended. Replacement part was returned unused as medtronic representative was able to resolve issue with an imaging system check-out. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal case the the gantry would not fully open on the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. The surgeon opted to complete the procedure without the use of the imaging system. There was no impact on patient outcome.